Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: investigation summary: with all the available information, boston scientific corporation concludes that the reported event of stent partially deployed could not be confirmed, the stent was returned fully expanded and deployed. There is not enough evidence to determine whether the partially deployed stent allegation was due to the physician's device manipulation during the procedure or related to a device malfunction. The investigation concluded that the additional observed damage of outer sheath kinked most likely occurred due to procedural factors such as excess of force or the manner as the device was handled and manipulated. Device history records review: it was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: agile esophageal fully covered stent and its delivery system was returned for analysis. Visual inspection of the device identified the stent was fully deployed and expanded. Additionally, the outer sheath was found kinked. No other damages were noted to the stent and delivery system. Labeling review: a labeling review was performed, and from the information available, the device was used in a manner inconsistent with the instructions for use (IFU)/product label. Risk review a risk review was completed and confirmed that the event of "stent partially deployed" was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: based on the available information, the most probable cause of the reported event is unable to exclude device problem.

Event description:
It was reported to boston scientific corporation that an agile esophageal fully covered stent was attempted to be implanted to treat a stricture during a procedure performed on (B)(6) 2025. During the procedure, the proximal flange did not open. The physician believes the stent got stuck on the marker of the delivery system. Once the device was taken out of the patient, it opened. The procedure was completed with a non-boston scientific device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an agile esophageal fully covered stent was attempted to be implanted to treat a stricture during a procedure performed on (B)(6) 2025. During the procedure, the proximal flange did not open. The physician believes the stent got stuck on the marker of the delivery system. Once the device was taken out of the patient, it opened. The procedure was completed with a non-boston scientific device. There were no patient complications reported as a result of this event.